Event description:
Caller reported an error with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset instructions, and the caller planned to reset the pump and follow up if the issue persisted.